Manufacturer narrative:
This is the second of 2 reports. The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that guidewire polytetrafluoroethylene (ptfe) coating was scraped in several places along its length and was bent on the proximal end. Functional testing was performed. The guidewire was inserted into a demo microcatheter and friction was felt during advancement and the guidewire torque was not smooth. Information available indicated that the device was confirmed to be in good condition prior to use. The torque device was not returned with the device and could not be inspected to determine if its use contributed to the ptfe coating peeling, as a result the cause of undeterminable has been assigned to the analyzed issue.

Event description:
Based on the investigation of the returned product, the guidewire (subject device) was found to have the polytetrafluoroethylene (ptfe) coating peeling. There were no clinical consequences to the patient.